Manufacturer narrative:
Executive summary corrected to clarify that the second stent delivery system was unable to reach the target lesion due to severe tortuous anatomy and the second stent was not implanted. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, hemorrhage is a known risk associated with endovascular procedure and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent stent assisted balloon angioplasty of the basilar trunk artery stenosis with the successful implantation of the first stent (subject device). It was reported that the second stent delivery system was unable to reach the target lesion due to severe tortuous anatomy and the second stent was not implanted. The next day of the procedure, trace amount of subarachnoid hemorrhage within interpeduncular and prepontine cistern was observed . The hemorrhage was resolved without any residual effects. No treatment was administered in the physician¿s opinion, the cause of the hemorrhage is related to the procedure; however, relationship to the stent and the balloon is unknown.

Manufacturer narrative:
This is 2 of the 3 reports. The subject device remains implanted.

Event description:
The patient underwent stent assisted balloon angioplasty of the basilar trunk artery stenosis with the successful implantation of the first stent (subject device). It was reported that during the placement of the second stent, the stent failed to open and hence it was not implanted. The next day of the procedure, trace amount of subarachnoid hemorrhage within interpeduncular and prepontine cistern was observed . The hemorrhage was resolved without any residual effects. No treatment was administered in the physician¿s opinion, the cause of the hemorrhage is related to the procedure; however, relationship to the stent and the balloon is unknown.